Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from korea alleged that they generated a potential false positive result for a single patient¿s sample when tested with kit cobas 6800/8800 sars-cov-2/flu 384t. The customer reported that the initial run (batch #960) generated a sars-cov-2 positive result when tested and analyzed on the cobas® 6800. The same patient¿s sample was retested and analyzed on the cobas® 6800 (batch # 970) and generated a negative result. The patient¿s same sample was repeat tested on a different platform (rapid test) which generated a negative result. No harm or injury was indicated. Patient sample was collected using roche cobas pcr media. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
This is a supplemental follow up to provide the investigation conclusions to 2243471-2022-00064. The data shows a sample-specific issue; although a root cause cannot be confirmed. The run data shows valid runs with valid controls and both runs contain positive and negative samples which do not support a possible reagent problem. A systemic issue was not identified. The sample of interest did not generate a result at or near the limit of detection of the assay. Although unlikely, it is plausible that there was a sample mix-up. It is also plausible that there was some sort of clump/mucus that contained viral material that was not throughout the sample. The discrepancy the customer observed is unlikely to be related to any contamination or product problem but is likely a sample specific issue. (B)(4).